Manufacturer narrative:
Weight: 76.7 kg. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved did not lock/stay locked; therefore, the device could not be deployed. There was no patient injury/ medical or surgical intervention required. The event occurred intra-operative. Additional information was received on 27 oct 2022: the procedure was performed, at the end of the case the doctor decided to close the patient's access and when the angio-seal device went into the body, the green dilator kept being pushed back because it was not locking properly. Therefore, the doctor decided not to use angioseal device. Therefore, the doctor decided not to use angio-seal device. The procedure sheath that was used was a 6 french. There was no difficulty with arterial access, sheath, guidewire, or catheter insertion, only the angio-seal not locking. There was an angiogram performed per protocol. Manual compression was performed by the doctor and catheterization (cath) lab staff until post anesthesia care unit (pacu) staff was called for a clamp and took over the care of patient. Hemostasis was achieved by manual compression. The patient left the cath lab under the care of pacu and patient condition after was unknown; however, the patient was stable during the stay in the cath lab. There were no other equipment or devices used with the involved device besides the equipment used for the actual procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the locator and hemostasis sheath. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned mated together. However, the components were not fully connected. No damage or deformation was identified. Functional testing was performed by attempting to connect and disconnect the components. The components were able to be fully connected and audible and tactile feedback were detected. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip resulting in device separation during attempted insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).